Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a temporary loss of glucose readings on the dexcom g7 display, indicated by three lines suggestive of signal loss, after which glucose values resumed without further intervention and without impact to blood glucose. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the condition resolved spontaneously with restoration of cgm data and no confirmed sensor failure. It was concluded that the event was consistent with transient signal loss without patient harm.